Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. Therefore the investigation is inconclusive for the reported leak and break issue. The definite root cause could not be determined based on the available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0700610 chronic catheter allegedly experienced break and fluid leak. This report was received from one source. One patient was involved with no reported patient injury. One male patient age is 4 years and weight is not provided.